Manufacturer narrative:
Name- medtronic minimed street-18000 devonshire street city- northridge web state- ca zip code- 91325 zip four- 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient reported an event on (B)(6) 2026 that tape is not sticking due to bath.